Manufacturer narrative:
The reported events were high pacing lead impedance, noise and stylet/guidewire insertion issue. The reported event of stylet/guidewire insertion issue was confirmed. X-ray examination of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The guidewire insertion test was performed and found the guidewire could not be inserted due to bunched up inner coil at the connector region. The cause of the reported event of stylet/guidewire insertion issue was isolated to the bunched up inner coil at the connector region consistent with procedural damage. The reported events of high pacing lead impedance and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicates that the cause for oversensing noise was that the lead was unable to track over the guidewire.

Event description:
New information received indicates left ventricle (lv) lead exhibited oversensing noise.

Event description:
It was reported that during the implant, high pacing impedance was noted on the left ventricle (lv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.